Event description:
The customer reported there was an internal rattling sound in the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, the air delivery pressure indicator was found to be incorrect. This report is being submitted for the malfunction found during evaluation (incorrect air delivery pressure indicator). There was no patient or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing of the returned device, service found the displayed air pressure was incorrect due to a faulty pressure sensor on the main board and damage of the solenoid valve gasket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the displayed air pressure was incorrect due to a faulty pressure sensor on the main board and damaged solenoid valve gasket. However, the root cause of the faulty pressure sensor and damaged solenoid valve gasket could not be determined. Olympus will continue to monitor field performance for this device.: this late MDR is being submitted as a result of a complaint retrospective review.

Manufacturer narrative:
This report is being submitted for a correction to g3 of the initial medwatch. The aware date should be 12-apr-2021.

Manufacturer narrative:
This report is being submitted to provide additional information regarding the device evaluation that was not reported on the initial medwatch. During inspection and testing of the returned device, the customer's initial report was confirmed. The internal rattling sound was found to be caused by a screw inside of the device that had fallen out. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur.